Event description:
It was reported that the patient experienced massive bleeding while admitted to the hospital. Reoperation was performed and at least 16 units of packed red blood cells were transfused. There was no anticoagulant treatment at the time of the event. The site of the bleeding was unknown and the cause of the bleeding was reported to be due to the complexity of medical management.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.